Event description:
A user facility clinical manager (cm) reported that an external dialyzer blood leak occurred during a patient¿s hemodialysis (hd) treatment. During a safety check approximately ten minutes after the start of treatment, the floor nurse noticed blood leaking from the top header cap of the dialyzer. There was no visible damage or defect near the leak location. The machine, a fresenius 2008t machine, did not alarm. The treatment was immediately stopped once the leak was seen. There were only a few drops of blood on the floor. The cm stated the patient¿s blood was not returned. The patient¿s estimated blood loss (ebl) was 250 ml. The cm confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient completed their treatment after being re-setup with new supplies on a different machine. The dialyzer was confirmed to be available for manufacturer evaluation.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: the complaint device was returned to the manufacturer for physical evaluation. The corporate provided caps were attached to the device and the fibers were wet. During gross visual examination, a polyurethane (pu) sliver was identified on the non-cavity ID end at approximately 45°, with the dialysate ports situated at 0°. The pu sliver extended under the o-ring. Further visual examination did not identify any other damage or irregularities. The investigation into the complaint was able to confirm the reported event.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility clinical manager (cm) reported that an external dialyzer blood leak occurred during a patient¿s hemodialysis (hd) treatment. During a safety check approximately ten minutes after the start of treatment, the floor nurse noticed blood leaking from the top header cap of the dialyzer. There was no visible damage or defect near the leak location. The machine, a fresenius 2008t machine, did not alarm. The treatment was immediately stopped once the leak was seen. There were only a few drops of blood on the floor. The cm stated the patient¿s blood was not returned. The patient¿s estimated blood loss (ebl) was 250 ml. The cm confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient completed their treatment after being re-setup with new supplies on a different machine. The dialyzer was confirmed to be available for manufacturer evaluation.

Manufacturer narrative:
Plant investigation: although a sample was reported to be available for manufacturer evaluation, to date no sample has been received. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Event description:
A user facility clinical manager (cm) reported that an external dialyzer blood leak occurred during a patient¿s hemodialysis (hd) treatment. During a safety check approximately ten minutes after the start of treatment, the floor nurse noticed blood leaking from the top header cap of the dialyzer. There was no visible damage or defect near the leak location. The machine, a fresenius 2008t machine, did not alarm. The treatment was immediately stopped once the leak was seen. There were only a few drops of blood on the floor. The cm stated the patient¿s blood was not returned. The patient¿s estimated blood loss (ebl) was 250 ml. The cm confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient completed their treatment after being re-setup with new supplies on a different machine. The dialyzer was confirmed to be available for manufacturer evaluation.